Event description:
Information regarding patient's previous device replacement, and incision not closing properly. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that after receiving the implant, they were able to reach the bathroom on time. However, following a subsequent surgery on (B)(6), where one ins was removed and replaced on the opposite side of their body, they have been experiencing accidents and have been unable to reach the bathroom in time. When asked if they were feeling the stimulation, the patient said no, and they did not have their equipment with them during the call. The patient has been advised to follow up with their healthcare provider to address these issues. They already have a follow-up appointment scheduled for (B)(6). Additional information was received from the patient on 2025-jun-11. They reported that when they stand up the urine comes right out of them. The patient didn't know the notify date. The patient said they had called a rep several weeks ago and left a message. The patient didn't get a call back; they learned the rep no longer works for the company. The patient said a different rep called yesterday and advised the patient they needed to change programs. Agent reviewed how to change programs. The patient was able to change programs and increase stim. The patient said they weren't feeling a tingling sensation, but it felt like a pressing-down sensation where the patient goes to the bathroom. The patient said the day after the surgery the bandage was as red as it could be. Additional information was received from the patient on 2025-mar-10. It was reported that they called back because they still didn't have symptom relief. It was reported that the issue was resolved. During the call, the pt requested assistance and was successful in using their equipment to change programs, increasing confirmation that they felt a comfortable sensation in their bike seat region. Pt will monitor the effect and continue working closely with their doctor. During the call, pt also noted their doctor told them they have the worst-plus kind of bladder; when they have to go, it doesn't stop, and they have absolutely no control. On 2025-mar-28, additional information was received from the patient. The patient was still having the same symptoms; they have been in touch with their healthcare provider (hcp), they have done adjustments and decreased the stimulation, and the symptoms continue. On (B)(6) 2025, rtg0828839, the patient stated that they had a full return of symptoms since getting the replacement battery additional information was received from the patient (pt) on 2025-aug-29 they reported that the cause of not feeling stimulation was determined. Pt said it was not discussed during the call. Pt also added, "no, they just saw the doctor once and talked to a medtronic gentleman who had pt change the program and increase it, but it was still not working very well; it has not worked as well since the permanent implant." No one knows the likely cause. To resolve the issue. The patient said since then they've had no problems; they can feel it move around, but they did not have any terrible bleeding. Saw hcp on the (B)(6) hcp said it looks really good. To resolve the issue patient (pt) said it was removed from the left and implanted in the right side. No issues with moving, no issues with not healing, no issues with not coming together. Additional information was received from the patient on 2025-dec-08. The patient reported that the bladder device was not working at all, and that during the trial period it worked well. Then after the surgery on the (B)(6), it was still working, but the implant site would not close, and the next morning, there was a lot of blood on the implant site. The patient stated that they had them come back in on (B)(6) and put sterile strips on it. They had a follow up with the hcp on (B)(6), and they put a new sterile strip on it. The patient went back in on the (B)(6) and was told that they had to do a revision. On the (B)(6), they took the old implanted battery out, and they moved it to the other side of their buttocks. They were told that there were no infections of any kind, but ever since it had moved to the right hand side it had never worked the same way. The patient stated that the ins was too close to the skin. They had a revision to put it in a deeper pocket, but ever since then, it hadn't worked right. They had changed programs, but they couldn't go to the bathroom. The patient reported that they had changed programs numerous times, but they were still urinating on themselves. The patient also reported that when they were on the bed or sitting down and they had to void, the moment they stood up, the urine just leaked. The agent walked the patient through making a therapy adjustment, and as they connected to the ins, they mentioned that they could put their hand on the implant bulging out on their hip, could move it up and down, and that it moved around. The patient was eventually able to connect to the ins, and increased the stimulation from 0.8 to 1.5 at program 1. The patient mentioned that they didn't have an appointment with the hcp until the (B)(6). The agent directed the patient to monitor their symptoms and redirected to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.